Manufacturer narrative:
Method: follow up conversation with physician reporting the event.

Event description:
A pt underwent a balloon kyphoplasty procedure at levels t11 and t12. The procedure was performed using wright medical's miig 3 bone void filler. It was reported that after injection of the bone void filler at each level, the pt's oxygen saturation levels dropped, and immediately after the second injection, the pt became non-responsive, required CPR, and did not recover.